Manufacturer narrative:
The axium coil will not be returned for evaluation as implant coil remains in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested. Should it become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular pancreatic duodenal artery aneurysm, this coil would not detach using the instant detacher. The coil was also not detached with manual method (breaking hypotube method; an alternative method presented in the instruction for use), until the physician broke the pushwire. The implant coil stretched, detached, and then migrated. It was reported that the physician tried more than 3 times with the instant detacher and two times with manual method but coil did not detach. During manual detachment the physician broke the pushwire (wire marker), the implant coil stretched, detached, migrated with the blood flow. The patient¿s blood flow was normal. No surgical intervention was required. No patient complication reported.